Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a blank display. The customer¿s blood glucose was 9 mmol/l. Customer stated that the display was not blank less than 30 seconds and did not return after insulin pump restart. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer troubleshoot was performed. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Device was received with case cracked behind the insulin pump at the corner of the belt clip rails.